Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 109 mg/dl, compared with the sensor glucose reading of 43 mg/dl. The threshold suspend limit was set to 70 mg/dl. The customer reported that the insulin pump would continuously alarm low sensor reading every 10 minutes. She stated that she did not observe any symptoms of low blood glucose levels and confirmed her blood glucose reading with a fingerstick. Nothing further reported.